Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was noted. Abbott technical support provided suggested reprogramming and the patient is in stable condition.

Event description:
Additional information received indicated that device reprogramming was successfully performed.